Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that the pt's infusion device has twice displayed e6 (mechanical error) and has made loud operating noise during rewind of the piston rod. The pt's mother thinks the device has been delivering too low an amount of insulin since (B)(6) 2012. On (B)(6) 2012 at 1:33am the pt's blood glucose level was 457 mg/dl and 0.5 units of insulin was administered via the infusion device. At 2:01am the pt's blood glucose level was 415 mg/dl and 1.0 units of insulin was administered via the infusion device. At 2:48am the pt's blood glucose level was 370 mg/dl and 0.5 units of insulin was administered via the infusion device. At 4:25am the pt's blood glucose level was 292 mg/dl and the insulin set and insulin cartridge was changed. At 5:48am the pt's blood glucose level was 309 mg/dl and the temporary basal rate was changed to 150%. The pt felt sick and had a fever at this time. On (B)(6) 2012 the device displayed e6 and the battery was changed in the device. On (B)(6) 2012 the device again displayed e6 and the pt switched to her backup infusion device. The pt had no further issues after switching to the backup device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for product eval.

Manufacturer narrative:
The complaint can be verified. E6 were found in the history. Due to the high friction of the drive unit the telescope may blocked and the pump correctly triggered the e6 error messages. The delivery accuracy and the occlusion limits of the insulin pump were tested within the pump drive test on the diagnostic test system and meet the specifications. All programmed boluses were delivered. All errors and alerts are triggered correctly by the pump.